Event description:
It was reported that during a ptca/stent procedure, the stent delivery system (sds) would not cross the lesion. As the sds was being removed, just before reaching the guiding catheter, the stent dislodged at the proximal lad. Several snare attempts were made with guide wires and balloon catheters, but the stent could not be removed. The pt was sent to bypass surgery. Reportedly, the pt is doing well.